Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The customer reported that: "while washing the ancillary equipment in sterilization, the sterilization agent noticed that a piece was missing from the t2 alpha stryker drill ref 2351-4213s. Check the patient's x-ray, where you can see the piece of drill next to the screw. No reoperation in the operating room is necessary, according to the surgeon. Patient discharged on (B)(6) 2026 with no complications so far. No intervention to remove the tip is necessary at this time."

Manufacturer narrative:
Corrections: please refer to section h6 (method code). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the reported lot number does not exist . No corrective actions are required at this time. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. As lot is unknown. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that: "while washing the ancillary equipment in sterilization, the sterilization agent noticed that a piece was missing from the t2 alpha stryker drill ref (B)(4). Check the patient's x-ray, where you can see the piece of drill next to the screw. No reoperation in the operating room is necessary, according to the surgeon. Patient discharged on (B)(6) 2026 with no complications so far. No intervention to remove the tip is necessary at this time.".